Manufacturer narrative:
Additional device information unique identifier (UDI) # (B)(4). As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to cord breakage in 3 places.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: revision due to breakage. Review of event description: it was reported that a dynesys 200mm cord was broken in 3 places. Instrument used for the implant procedure was a dynesys top-loading (dtl). This occurred during a right thoracic vertebral body tether revision and had direct patient impact. Another new cord was implanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - from the available information it can be concluded that the surgeon performed a vertebral body tethering (vbt) for idiopathic scoliosis. This is off label use of the dynesys® top loading system according to surgical technique. - the following indication can be found in IFU: "the dynesys spinal system is indicated to provide spinal alignment and dynamic restabilization in skeletally mature patients up to 5 contiguous levels from l1 to s1." Root cause analysis: root cause determination using rmw: - damage of implant (cord breaks) due to lack of adequate design of the cord components to withstand the required forces. => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - breakage of implant due to the cord implant does not have adequate strength => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to implant will be implanted against contraindication => possible, the surgery was done for vertebral body tethering (vbt) for idiopathic scoliosis. - breakage of implant due to misinterpretation of x-rays leads to incorrect patient positioning => possible, no x-rays were received, therefore cannot be excluded. - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction => possible, no info about post treatment was reported to zb, therefore cannot be excluded. - breakage of implant due to patient does not follow the post-operative protocol => possible, no info regarding post op patient activity was reported, therefore cannot be excluded - breakage of implant due to explanted implant is used for new implantation surgery => possible, no lot info was available, therefore cannot be excluded conclusion summary: an investigation has been performed, consisting of a documentary review. No product received and no lot information was available. Thus, the reported event could not be confirmed. Therefore, a detailed analysis of the reported breakage was not possible. However, from the available information it can be concluded that the surgeon performed a vertebral body tethering (vbt) for idiopathic scoliosis. This is off label use of the dynesys® top loading system, as the surgical intentions of vbt differ from those of the dynesys® system¿s intended uses. Moreover, IFU states that the dynesys spinal system is indicated to provide spinal alignment and dynamic re-stabilization in skeletally mature patients up to 5 contiguous levels from l1 to s1. In this complaint the patient is (B)(6), who is not skeletally mature. Thus, it is another off-label use of the product. Besides the off-label use, it is also possible that the cord tensioning during the implantation surgery influenced the cord rupture or the cord tensioned over the time in vivo due to growing of the patient. Based on the available information, the root cause is considered to be use error - non indicated use of product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.